Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient, but therapy could not be initiated. The customer noted a hole and blood in the tubing. There was also a "check iab catheter" alarm generated. The iab was removed and a second iab was placed. The second iab was removed and third iab was placed. The same issue was reported to occur for each. A fourth iab was not inserted. There was no reported injury to the patient. This submission was for the 3rd iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The guide wire was also returned inside the iab lumen. No blood was detected inside the iab catheter. One kink was observed on the catheter tubing approximately 29.5cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported leak, blood in tubing & alarm, check iab catheter cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted in a patient, but therapy could not be initiated. The customer noted a hole and blood in the tubing. There was also a "check iab catheter" alarm generated. The iab was removed and a second iab was placed. The second iab was removed and third iab was placed. The same issue was reported to occur for each. A fourth iab was not inserted. There was no reported injury to the patient. This submission was for the 3rd iab used.